Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Troubleshooting actions found an issue with the software. Analysis of the log file confirmed an error message of ¿beam propeller adjustment¿. The field service engineer (fse) reinstalled the amc software, which returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer was unable to rotate the c-arm. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.